Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that error head message appeared on the machine. Complaint #(B)(4).

Event description:
Complaint #(B)(4).

Manufacturer narrative:
Customer reported that "head error" message appeared on the machine. A getinge field service technician (fst) has been sent for investigation on 2021-03-03 and following works has been done: the reported failure "head error" could not be reproduced. All connections were checked by the fst. A test run in different speed was performed and the pump was worked without any error. The device was put back in use. However the failure mode "head error" can be linked to the following most possible root causes according to our risk management file (dms# 2023585, version 11): -failure of pump control board. -defective tacho, relay or pump belt. The product in question was produced in 2014-01-17. The review of the non-conformities during the period of 2014-01-17 to 2021-03-08 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Thus the reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.